Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report intermittent audio output occurred on (B)(6) 2015. Patient tested the alert functionality and the reported alerts were functional. At the time of contact, the patient did not report any injury or medical intervention.